Manufacturer narrative:
The device was returned as part of the asset return process. And it was found that the device had a b30 error code; due to a faulty scope socket. Additional findings include the following: cosmetic damage (the front panel and heat spacers were discolored, the chassis was scratched, the top over was dented, the rear foot was bent, and the lamp door was damaged), the device needed a switch upgrade, a faulty scope socket, the lamp was serviced by a third party. And had 200 or more hours (non-olympus device). The investigation is ongoing. And a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The evis exera iii xenon light source was returned as part of the asset return process. During routine inspection of the device by olympus, it was found that the device had a b30 error code. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the white balance adjustment issue was due to a faulty video connector socket. However, the specific cause of the faulty video connector socket could not be established at this time. Olympus will continue to monitor field performance for this device.